Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with this task, resulting in the malfunction code not recurring; the customer was advised to continue using the pump and to call back if any issues reappear, which the caller acknowledged and understood.